Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Serial number: unknown, not provided. Expiration date: unknown as a serial number was not provided. UDI #: a complete UDI # is unknown as serial number was not provided. Catalog #: a complete catalog# is unknown as serial number was not provided. If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(6). Device manufacture date: unknown as the serial number was not provided. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted; therefore, product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown; therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the anterior surface of model pcb00 lens was observed damage after the implantation. The surgeon observed this during the post-operative examination. There was no indication of a planned or performed intervention. Lens remains implanted. No additional information provided.